Event description:
This css console was not on a patient. Customer reported that during a routine console checkout procedure, the top controller would not pass the console test validation protocol. The css console was returned to syncardia for evaluation. The results of the evaluation conducted at syncardia to determine the root cause of the reported console calibration failure are provided in the failure investigation report.

Manufacturer narrative:
The reported calibration failure was repeated in the lab at syncardia. Resolution of the calibration issue was accomplished via a multi-step process. The initial step was to remove a piece of fuzz from inside the vacuum line. Then the flow transducer pcbs were recalibrated which resolved all calibration failures for the backup controller, as well as the left flow failure on the primary controller. Resolution of the failure of flow on the primary controller was resolved by replacing the right clippard valve and adjusting the shims inside the clippard valve. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary, but in some instances, it assists in bringing the waveform into calibration. The css console then passed the console test validation protocol. This calibration issue did not pose a risk to a patient, because the css console was not supporting a patient at the time the issue was observed. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. Syncardia has completed its evaluation of this complaint and is closing this file. Overall conclusions: the calibration failure reported in the field was repeated in the lab at syncardia. Resolution of the calibration issues was accomplished via a multi-step process. The initial step was to remove the piece of fuzz from inside the vacuum line, since any obstruction in the vacuum line will affect air flow through the pneumotachograph and the differential pressure transducer, thus affecting the flow readings. The next step was the re-calibration of the flow transducer pcbs. This resolved all calibration failures for the backup controller as well as the left flow failure of the primary controller. The last remaining issue was right flow on the primary controller. Replacement of the clippard valve yielded a slight improvement in flow waveform however, the improvement was insufficient to pass calibration. The failure of flow on the primary controller was eventually resolved by adjusting the shims inside the right clippard valve. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary, however, in some instances it assists in bringing the waveform into calibration. These calibration problems did not present a hazard to the operational stability of the css controller but rather presented a borderline waveform which at times was just outside of the acceptable waveform limits, causing calibration failure.